Manufacturer narrative:
Service was cancelled as the customer resolved the issue by replacing the affected tubing and tightened the blood sampling valve (bsv). No further fluid leaks were noted. The customer indicated quality control (qc) was within specification. The instrument was in normal operation. (B)(4).

Event description:
The customer reported less than one milliliter of fluid leaked within the instrument from port #9 on the blood sampling valve (bsv) involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.